Manufacturer narrative:
Unit received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unable to verify pump error (B)(4) alarms due to critical pump error alarm. Unit received with fading serial number label.(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement and self test and insulin pump did pass it. No harm requiring medical intervention was reported. The device was returned for analysis.